Event description:
It was reported that the device failed to charge energy. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The root cause of the reported failure was determined to be a failure of the therapy pcb assembly.